Event description:
It was reported that during an implant attempt the lead tip prolapsed in tortuous venous anatomy. It was also reported that the distal tip had an acute bend without the stylet. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead had a bend at the distal end.